Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a low blood glucose level and was hospitalized after hitting his head. Customer's blood glucose level was less than 70 mg/dl at the time of the incident. Customer was at the hospital at the time of the call. Customer has been experiencing low blood glucose levels and fell, causing his head to split open. No further assistance needed.